Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra2 meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 the patient claimed that the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient manages her blood glucose levels with insulin taken on a sliding scale. On (B)(6) 2012 the patient experienced the symptoms of nausea, dizziness, fatigue and low blood pressure. The patient took 23 units insulin and then an additional 12 units insulin, and was taken to the emergency room. The patient's blood glucose level was tested to be 490 mg/dl and she was admitted to the hospital and treated with insulin. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. During the troubleshooting call, the meter powered on and displayed the battery indicator symbol. This meter will display the battery indicator when there is no longer enough power to perform a test; the battery must be replaced. The issue was not resolved, as the patient did not have a new battery available. There is no evidence the meter was not functioning appropriately. The meter and test strips were replaced. The patient's technique was incorrect by not replacing the battery as recommended. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter power issue, and was hospitalized and treated with insulin, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial number: not provided.